Event description:
The rptr stated that after opening the package and removing the needle there was a brownish-red contaminant. The contaminant was on the outside of the female connector and on the inside of the lumen and looked like flaky blood.